Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was the patient (pt) was in the hospital and prior to their surgery their controller was flickering but they were able to turn the controller off for surgery. Afterwards the pt's controller would not turn on or recharge for it was unresponsive. The nurses and caller put two aa batteries into the controller and the controller turned on but the screen display was very faint for they could barely see the on and off button on the controller for the issue was not resolved. Caller said the issue started the day of the their surgery on tuesday. Pt was not with caller so agent made outbound call to contact the pt; callerwarned ps agent that the pt was on pain meds. When speaking to the pt, they said that when they got to the hospital they turn off their implant (ins) and put in MRI mode and it was working; when in recovery everyone was playing with the controller and that was when the issues happened. During call pt verified no damage to the controller battery or to the controller battery compartment. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on. Ac had a green light on it and there was no damage to the ac power supply. An email was sent for a new controller.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4) product ID: 97745nt, serial/lot #:(B)(6) was returned for product analysis. Analysis found that the main board had corrosio n/liquid damage causing there to be charging/power/connection issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.